Event description:
Device is over heating resulting in the flues to melt. Returning device for repairs.

Manufacturer narrative:
The device was returned for eval. The equipment passed all tests performed, no problem was found that would contribute to the device overheating. The device history record was reviewed and no anomalies were reported during the mfg process operation. Based on the reported info and the eval of the returned device, we are unable to verify the reported incident.